Event description:
It was reported that a homechoice (hc) experienced an unknown failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The homechoice (hc) was reported to be available for evaluation. Should the device be received or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported event was unknown. The occurrence date of the alarm was reported as (B)(6) 2014; however, the last therapy recorded on the device was performed on (B)(6) 2014. A system error 1006 was found during a review of the event history log. The device underwent electrical and functional testing. Internal and external inspection was performed and no issues were noted. The device passed calibration testing. A short simulated therapy was performed with no issues noted. The system error 1006 was verified through the evaluation and the cause was determined to be due to the power supply. The power supply was scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.